Event description:
I used renu with moistureloc contact lens solution during the 1st two weeks of september. It was a new bottle that I had purchased during the winter monhts. I awoke with a feeling of glass shards in my left eye, I went to the ER at hosp and was diagnosed with a corneal abrasion along with extreme redness and sensitivity to light. This condition worsened over the next couple days and I then went to a corneal infection specialist who began treating me with anti-fungal medication. His early suspicion was a fungal infection in my left eye. He scraped my cornea for a lab culture, and I cotninued to see him for the next 8 weeks.